Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -13.00 diopter, in the patients left eye (os). The lens was explanted due to the lens had a higher vault and was causing bad halo and glare. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the lens was implanted on 30-oct-2020. The lens was explanted and exchanged on (B)(6) 2020. The lens was exchanged for a shorter lens and the problem was resolved. Corrected data: b3: date of event - (B)(6) 2020. Claim # (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).